Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 8mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that a baseball size hematoma was noticed at the access site post deployment. Manual compression was applied for 10-15 minutes in which time hemostasis was achieved. The patient was ambulated and discharged from the hospital with no clinical sequela on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1216003) indicated that the device lot met all established performance criteria prior to shipment.